Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter¿s display had a contrast issue. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began greater than 3 months ago, exact date/time is not known. The patient manages her diabetes with humalog insulin and is a self-adjuster and she reportedly increased her dose of insulin in response to the alleged issue. The patient claimed that during the test with the subject device, she developed symptoms of ¿cold sweats and headaches.¿ she denied receiving any treatment for her symptoms. The patient reported that she had a backup meter available at the time of the alleged issue. At the time of troubleshooting, the cca noted that the subject device was not brand new. The meter¿s batteries were replaced, but the contrast issue was not resolved. Replacement products were sent to the patient and the subject meter is requested back for investigation. Based on the information provided, there is no indication that the product caused or contributed to this serious injury. The patient¿s symptoms started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptoms. Additionally, the patient reported that she had a backup meter available and therefore there was no delay in testing. However, this complaint is being reported because the contract issue was not resolved after troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/2/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have incorrect parameters in setting. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.